Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr was broken in two pieces. A 1.75mm rotalink¿ burr was selected for use. During preparation, it was noted that the burr was broken into two pieces. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The burr, sheath, coil, and handshake connections were microscopically and visually examined. The burr was attached to the coil. The annulus was damaged. The coil at the handshake connection was separated and stretched indicating the separation was due to tensile overload. The sheath was scratched from the interaction with the coils. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that burr was broken in two pieces. A 1.75mm rotalink¿ burr was selected for use. During preparation, it was noted that the burr was broken into two pieces. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.